Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. The dso seal was also loose. A review of the event history log evidenced the following: "on (B)(6) 2020 3:05:52 pm high alarm displayed: cassette not attached properly. On (B)(6) 2020 3:06:47 pm high alarm silenced: cassette not attached properly. On (B)(6) 2020 3:10:02 pm high alarm silenced: cassette not attached properly. On (B)(6) 2020 3:12:53 pm high alarm silenced: cassette not attached properly. On (B)(6) 2020 3:15:05 pm high alarm silenced: cassette not attached properly." The customer reported product problem was replicated after a sensor test performed. The dso sensor was contaminated due to the loose seal. The dso sensor was replaced as a result. The investigator was unable to determine a definitive root cause. The investigator commented that the product problem was probably caused by the use of a harsh cleaning solution. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump produced a "cassette not attached properly. Reattach cassette" alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device to have a rusted drain fitting, the enclosure cracked by drain fitting, water tank was also cracked, has a worn line cord, and was missing reflux plug. Device underwent functional testing, confirming the reported customer complaint. The problem source was determine to be user interface as a result of a cracked water tank cover. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.